Event description:
It was reported that during a laparoscopic gastric bypass procedure, when they would articulate the device the jaws would not open. They straightened the device out and the jaws would open. They completed the procedure with a new like device. There was no patient consequence reported.

Event description:
During a review of the alarm log for a related report, the home patient (hp) reported a check patient line alarm. The hp stated fluid started coming out of the patient line. The hp closed the clamp on the patient line during pumping. The hp then opened the door to start over with new supplies. Gts explained the alarms and assisted the hp with getting back to self testing with a new cassette in the machine. On (B)(6) 2010 product surveillance spoke with the hp regarding the reported problem. The hp stated that he was not used to the machine the night of this report. He did not remember what he did and could not recall any further details. The hp confirmed nothing unusual was noted with the supplies. The hp confirmed he has resumed therapy without complications. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.